Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bumpy red rash under the round electrodes. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use hydrocortisone cream by a physician. Patient reported immediate relief upon using the cream.